Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: "remove the balloon protector and mandrel together by holding the balloon catheter just proximal to the balloon protector and with the other hand, gently grasp the balloon protector and remove distally." (B)(4).

Event description:
It was reported that un-retrieved device fragment occurred. In (B)(6) 2016, angioplasty was performed with a coyote balloon catheter. Twenty-two days later, the patient was brought back to do a below the knee amputation for a non healing wound. However, it was noted during the amputation that the protective sheath that covers the balloon was left in the patient's body. The amputation was continued and when the physician removed the lower part of the leg, the balloon protector sheath was sticking out on one of the blood vessels. No further patient complications were reported and the patient's status was fine.